Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a internal battery high risk. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a internal battery high risk. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the device passed all the tests. No repair performed due to the device not needed for inventory. The unit will be scrapped.